Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Our records state ¿the device was fired twice, then jammed and could not open it to get the used reload out¿. It also states that that no injury occurred to the patient but the devices was ¿used inside the abdomen and all parts came out of the abdomen¿.

Event description:
It was reported that during an unknown procedure, the device was fired two times then jammed. We could not get the used reload out. There were no patient consequences. It was not noted how the case was completed.